Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented via merlin.net with several episodes of non-sustained rv oversensing. The lead has some intermittent noise.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received that vt episode was diagnosed as vf due to noise signals resulting in inappropriate shock. Metal-metal contact or lead damage was suspected. Further assessment was recommended.